Event description:
Physician reported that patient had pain with menses one month post-essure placement. Initially, pain occurred before and during menses; it then recurred intermittently. Flat plate x-ray appeared normal. Hsg in 2008 showed bilateral satisfactory location of the micro-inserts and bilateral tubal occlusion. Four months later, consulting physician notified conceptus that he would remove the micro-inserts on 08/05/08. Physician reported that bilateral salpingectomy went well and the micro-inserts were removed intact. No ther pathology was reported.

Manufacturer narrative:
(B)(4).